Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v549292, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported the device was reprogrammed on (B)(6) 2012 and everything was now ¿working great.¿

Event description:
It was reported that the patient was unable to adjust stimulation and experienced a power on reset (por) condition. The patient had intestinal surgery on (B)(6) 2013 and then tried to turn the implantable neurostimulator (ins) back on again on (B)(6) 2013. When it was turned on the patient saw the por. The patient also needed to find a new doctor because her previous one had retired. Four days later it was reported the patient was still experiencing the por. The patient had not yet located a new doctor. Additional information reported the patient would meet with a manufacturer¿s representative on (B)(6) 2013 to reprogram and clear the por. Additional information was requested but was not available at the time of this report. On (B)(4) 2013 (B)(4) (rep): no new info.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that during the intestinal surgery the doctor used electrocautery which interfered with the patient's programming on their implantable neurostimulator.